Event description:
Philips received a complaint on the xl device indicating that the ac power supply failure. The fse evaluated the device on site. It was determined that this was a malfunction of the ac power supply, which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the ac power supply. The reported problem was confirmed. The fse replaced the ac power supply to resolve the issue. It has been concluded that no further action is required at this time.